Event description:
Coeur, inc. Was notified by suntung fat trading co ltd. Via e-mail that a hospital reported a leakage occurrence in (B)(6) 2022 (the exact date was not advised). On october 12, 2022, this report was reported as an adverse event. A c405-1801 extension line leaked the media and blood flowed into the tubing. There was no patient injury.

Manufacturer narrative:
This report is not an admission of liability by coeur, inc. For the event and its consequences described within this incident report. This report does not represent a conclusion by coeur, inc. That the content of this report is complete, nor does it confirm that the device failed in any manner. For the avoidance of doubt, the report is also not a conclusion that the device caused or contributed to any adverse event or incident.